Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Post procedural hemorrhage is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in spain underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the gastrostomy procedure was difficult . The initial stoma site was transilluminated correctly, the anaesthetic medication was passed through the gastric wall correctly with the intramuscular needle, but the trocar needle could not pass through the gastric wall. A long time was spent changing the direction of trocar without success. The second attempt to transilluminate this site was unsuccessful; therefore, this stoma site was sutured and a second stoma was made with better transillumination. The procedure went well. The patient spent several hours in the re-animation room without pain or discomfort and tolerated fluid intake. After the dinner, patient experienced pain in the right side of the trunk. During night, the patient was treated with analgesics. On (B)(6) 2018, patient experienced severe pain. A CT scan was performed and a large hematoma was found. It was reported that, during the procedure, a broken blood vessel was not sutured and that caused the hematoma. The patient underwent abdominal surgery, the bleeder was cauterized and hematoma was removed. The abdominal incision had 28 sutures in place. Patient remained hospitalized during the week and was treated with antibiotics and analgesics. On (B)(6) 2018, patient was discharged home. On 04 jan 2019, it was reported that the patient was doing well, recovered from pain and surgery, and the sutures will be removed.